Event description:
It was reported that the catheter disconnected at the primary proximal/distal section. The catheter was repaired through revision, reconnection, or repositioning on (B)(6) 2005. The patient recovered without sequela. No patient symptoms as a result of the event were reported.

Manufacturer narrative:
Catheter model unknown, lot# unknown, implanted: unk, explanted: unk.